Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported event. Fse confirmed the complaint with the lab manager by reviewing the report. While troubleshooting, fse found a leak at the filter line tubing when inspecting the filter housing and replaced it. Fse also inspected the x1-axis pitch sensor (pia board) and flag, and replaced the x1-axis pitch sensor. As a preventive measure, fse also replaced the check and purge valves and 2-way solenoid valves. Fse repaired and validated the analyzer, successfully performed calibrations, quality control run and patient samples run without error and within acceptable range. No further action required by field service. The g8 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from (B)(6) 2022 through aware date on (B)(6) 2023. There were no similar complaints identified during the search period. The g8 variant analysis mode operator's manual v 3.2 under section 1.8 and 1.9: expected reference values: reference ranges (non-diabetic): hba1c 4.0-6.0 % (mean 5.0 %, sd 0.5 %) the diagnosis of diabetes and identification of persons at increased risk of developing diabetes follows the ada guideline of 6.5% for the cut-off and values between 5.7% and 6.4% as being at increased risk. The g8 variant analysis mode operator's training manual under chapter 4: flag codes code 24 (flag 24): check peaks description: unknown peak(s) found in the chromatogram. Code 43 (flag 43): hbe suspected description: code 43 related to hbe. A p-hv3 flag will be generated if a hemoglobin variant elutes independently of the sa1c peak, but before the a0 peak within a defined retention time. When a p-hv3 peak is detected. The most probable cause of the reported discrepant hba1c results were likely due to failures of the x1-axis pitch sensor (pia board) and filter line tubing.

Event description:
A customer reported two (2) discrepant patient results for hba1c on the hlc-723 g8 analyzer. The physician questioned the fluctuating results and requested the samples to be rerun. Patient # 1 initial result was 6.7% with flag 24 (check peaks) and p-hv3, the customer ran a new sample on a later date, result was 5.4% and no flags occurred. For patient # 2, the initial result was 7.9% with flag 24 (check peaks) and p-hv3, a new sample was also run on a later date result was 6.3% and no flags occurred. Both patient samples were run on the same analyzer. The customer also reported that flag 43 (hbe suspected) was not displayed on the 501rp software as only flag 24 was displayed with both patient results. Technical support specialist (tss) informed the customer the 501rp software will only show one flag with the highest priority and both flags will populate if the result is printed from the g8 analyzer. Samples were discarded after testing and none was available for further investigation. A field service engineer (fse) was dispatched to further investigate the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.